Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Two days after the onset, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. Treatment was not reported. At the time of this report, the hospitalization and the peritonitis event were ongoing. The patient was not recovered. Peritoneal dialysis therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.